Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical catheter. The customer reports a full term infant was delivered via c-section. The infant was admitted to the nursery and reported to have low blood glucose levels that did not respond to feeding. The staff was unable to start a peripheral IV and an allied health professional was requested to insert a uvc catheter for fluid administration. A portable chest x-ray was done to confirm placement which showed the uvc to be in the liver. The customer reports that upon attempted removal, it was noted that the tip had broken off inside the baby. The healthcare provider was unable to retrieve the tip. The pt was transferred to the local children's facility and the tip was successfully removed without any further complications.